Event description:
It was reported that during a ptca treatment procedure, the lesion was being pre-dilated with the maverick balloon. The balloon ruptured during the first inflation to 6 atms. A dissection of the proximal lad, circumflex and left main coronary artery was noted. A covered stent was then deployed to treat the dissection. No add'l intervention was required. The lesion was calcified, but the degree of stenosis is unk. The pt status is listed as okay.